Manufacturer narrative:
A product investigation was conducted. Visual inspection: the synframe half ring (p/n: 387.337, lot #: 1596891) was returned and received at us cq. Upon visual inspection, it was observed that the hex screw of the device was jammed and the lock screw was missing. Scratches were observed on the device and have no impact on the functionality of the device. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the synframe half ring has a broken screw and is missing a part. The repair technician reported the device was missing a piece and the hex screw was broken. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition is confirmed for the synframe half ring (p/n: 387.337, lot #: 1596891). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause for jammed hex screw could be due to unintended forces and missing lock screw due to missing components. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the synframe half ring has a broken screw and is missing a part. The issue was observed during reprocessing. There was no patient involvement. During manufacturer's investigation on (B)(6) 2019 it was observed that the hex screw of the device was jammed and the lock screw was missing. This complaint involves one (1) synframe half ring. This is report 1 of 1 for complaint (B)(4).